Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch. During the procedure, after withdrawal of the catheter from the sheath (other brand), foreign material was found at the tip of the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. There was difficulty experienced during the withdrawal. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-mar-2025 observed the second electrode lifted. The bwi product analysis lab became aware of the second electrode lifted on 12-mar-2025 and have also assessed this returned condition as reportable. The investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the second electrode was lifted. A photo was provided by the customer and it is observed a foreign material, however, this was not observed in the physical device. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The lifted electrode could be related to the resistance with sheath and the foreign material observed in the photo could be related to the foreign material issues reported by the customer, the complaint was confirmed. The potential cause of the lifted electrode could be related to the manipulation of the device with the sheath; however, this could not be conclusively determined. The foreign material could be part of the inside of the sheath; however, this could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft; do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: inappropriate material (c0602)/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿foreign material¿ and ¿difficulty experienced during the withdrawal¿ issues. In addition, biosense webster inc. Analysis finding of the ¿foreign material¿ observed on the photo provided by the customer. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿foreign material¿ and ¿difficulty experienced during the withdrawal¿ issues. In addition, biosense webster inc. Analysis finding of the ¿electrode lifted¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The bwi product analysis lab received the device for evaluation 07-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch and observed foreign material at the tip of the catheter. During the procedure, after withdrawal of the catheter from the sheath (other brand), foreign material was found at the tip of the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. Synaptic sl1sheath was used. There was difficulty experienced during the withdrawal. Unknown if the catheter pebax was physically cracked/broken. The foreign material at the tip of the catheter was assessed as MDR reportable. The difficulty experienced during the withdrawal issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.